Event description:
It was reported about two hours after the therapeutic endoscopic submucosal dissection (esd) procedure began; the insulated tip of the single-use electrosurgical knife came off. It fell inside the body and was sucked out and removed. The procedure was completed with a replacement device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The investigation found that the cutting knife was broken, and the breakage area of the cutting knife was burnt and melted. Based on the results of the investigation, a likely cause of the damage of the cutting knife might be the following: 1) due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. ·the output setting for activation was too high ·the electrosurgical unit was used in the coagulation mode. ·the output activation time was too long. 2) the discharge applied high localized heat to the cutting knife, causing the base of the cutting knife to melt and become thin. As a result, the strength of the cutting knife decreased. 3) during tissue incision, a load was applied to the cutting knife with reduced strength, which might have caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.